Manufacturer narrative:
Additional information: it was reported that the coils had actually separated, and the separated parts were protruding outside the aneurysm; however, when the coils were initially implanted, they had conformed well the aneurysm wall and the aneurysm was completely occluded with the coils. Following the coil re-positioning, the aneurysm was occluded. No further treatment was planned. Information regarding the aneurysm characteristics and size was not available. The event was discovered during routine follow-up. The lot numbers could not be obtained. Complaint conclusion: it was reported that approximately 3 months after implantation of a deltaplush coil (cpl10015130/lot unknown) and a micrusphere (csp10030030/lot unknown) a routine follow-up radiography report indicated that parts of the coils had separated, and the separated parts were protruding outside the aneurysm. The surgeon performed revision surgery and re-positioned the coils. Following the coil re-positioning, the aneurysm was occluded, with no further treatment was planned. The patient was in stable condition post-procedure. When the coils were initially implanted, they had confirmed well to the aneurysm wall and the aneurysm was completely occluded with the coils. Information regarding the aneurysm characteristics and size was not available. Analysis of x-ray images provided revealed coil protrusion. An image taken at an unknown angle without contrast revealed two intracranial embolic coils. One coil was in a tightly coiled formation without any trailing loops or protrusions visible. The other coil had a small portion that was in a tightly coiled form with a protruding portion of the coil visible where it appeared the coil had looped back upon itself. In this view there is no evidence that the protruding coil had fractured or separated. A second x-ray revealed the previously described coil with a portion protruding from the aneurysm. The devices were implanted and not available for analysis. In addition, the lot numbers of the coils could not be obtained; therefore, a review of manufacturing documentation could not be performed. Coil protrusion from the aneurysm was confirmed based on the analysis of x-ray images; however, the coil separation could not be confirmed. The root cause of the event cannot be determined; however, patient/aneurysm characteristics may have contributed to the event. The IFU states: ¿to minimize the potential of microcoil migration away from the aneurysm, the diameter of the first microcoil selected should not be less than the width of the aneurysm neck ostium. Subsequent implanted microcoils may either be spherical, complex, or helical in shape. The selected coils typically will be of decreasing size and the physician may continue to implant microcoils until he or she determines that the aneurysm has been successfully treated.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is one of two reports submitted for the same event. Please reference MFR report #s: 2954740-2015-00195 and 2954740-2015-00194.

Manufacturer narrative:
Information regarding patient weight and medical history as well as the lot number of device was not available. Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s: 2954740-2015-00195 and 2954740-2015-00194.

Event description:
It was reported that approximately 3 months after implantation of a deltaplush coil (cpl10015130/lot unknown) and a micrusphere (csp10030030/lot unknown) radiography report indicated that parts of the coils "detached" from the aneurysm. The surgeon performed revision surgery and re-positioned the coils. The detached parts remained in the patient. The patient is in stable condition post-procedure. The lot number of products was unknown. The information will be updated if available. Analysis of x-ray images provided revealed coil protrusion. An image taken at an unknown angle without contrast revealed two intracranial embolic coils. One coil was in a tightly coiled formation without any trailing loops or protrusions visible. The other coil had a small portion that was in a tightly coiled form with a protruding portion of the coil visible where it appeared the coil had looped back upon itself. In this view there is no evidence that the protruding coil had fractured or separated. A second x-ray revealed the previously described coil with a portion protruding from the aneurysm.